Event description:
The facility reported a colleague infusion pump with a malfunction of "out of order." After further investigation, the baxter field service engineer found failure code of 703:00 on channel a. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported failure code of 703:00 on channel b was confirmed but was not reproduced during product evaluation. The root cause was assigned to faulty user interface module printer circuit board. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, the root cause was not determined as this device is a baxter owned device and was removed from service. Should additional information be received, a follow-up medwatch will be submitted.